Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they have been in hospital due to diabetic ketoacidosis and hyperglycemia since (B)(6) 2020. The customer's blood glucose level at the time of the incident was 1400 mg/dl. The customer stated that the insulin pump received several motor errors and a motor position encoder error. The customer was unsure about the drive support cap damage. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. No motor error alarm noted during testing. No e70 alarm noted during testing or in the alarm history screen. The motor was tested outside of the device and passed. Device uploaded properly using carelink. Device had cracked case at display window corner, cracked battery tube threads and a partially broken off reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).